Event description:
The international customer reported the ventilator alarmed and stopped operating when being fitted for use on the patient. The customer reported there was no patient harm. Review of the device diagnostic history noted a vent inop data acquisition pcba adc failure occurrence. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers service engineer was unable to duplicate the reported problem. Completion of device evaluation and service is pending.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Device evaluation and service pending.

Event description:
The manufacturers service engineer replaced the data acquisition pcb board to address the reported problem. Factory analysis and testing of the board identified no failures.